Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the peeling adhesive was caused by stress of repeated use, external factors, or handling. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Olympus (omsc) was informed that the customer evis lucera duodenosvideoscope was returned to olympus for service/repair for a reported ¿perforated, bending rubber hole¿. The problem was found during an unspecified event. Upon inspecting and testing, the adhesive of the light guide lens at the distal end has peeled off. This report is being submitted to capture the defective adhesive at the distal end. No death, injury or harm was reported.

Manufacturer narrative:
The service evaluation confirmed the customer¿s reported issue; scope failed the leak test due to holes in the bending section cover. Also, the service inspection identified the adhesive of the light guide lens at the distal end has peeled off. Additionally, the scope is leaking at the distal end cover, the bending angulation is below standard specification due to a stretched angle wire that is also attributing to play in the control knobs. The insertion tube has deformation/wrinkles, moisture on the contacts of the electrical connector, there are cosmetic scratches on the insertion tube, control body, insertion tube protector boot cover, switch button cover (1), the switch box unit, the up/down and right/left knobs, the free/engage lever, on the grip near the biopsy port, the forceps stopper, the surface of the universal cord, the universal cord protector boot cover, the scope connector, and scratches on the right/left angle fixing knob. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.